Event description:
It has been reported that the device is failing self-test. There was no patient involvement.

Manufacturer narrative:
20feb2025(c.sides): updated conclusion, method, component and results grids.